Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose for about 6 weeks. The customer stated that one day her reading was 410 mg/dl, the next day it was at 358 mg/dl and she has not been able to keep it under 200 mg/dl. The customer stated that she didn't know if it was due to new medications she is taking, weight gain, thyroids or insulin resistance. She changed the sets several times. She has been treating with manual injections. The customer declined troubleshooting and stated that she was in the process of getting a new insulin pump and will monitor her blood glucose level.